Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A probable cause could not be identified. Based on the results of the investigation, it is likely there was no communication and color bars were displayed when the camera is connected to the control unit due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head exhibited no communication, and color bars when connected to control unit. The reported issue occurred during preparation for use prior to an unknown therapeutic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.